Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A trace pericardial effusion noted prior to procedure. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. It was noted that the patient had a floppy septum and there was a difficult transition into the appendage. Once accessed, the 27mm closure device was deployed and device was released with no issue. Post procedure an effusion sweep was performed which revealed a pericardial effusion on the right side. Pericardiocentesis was performed to treat the effusion and approximately 350cc of blood was drained. The patient remained stable with no further consequences and was discharged home.